Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4)- device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Could you please confirm if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? Please provide more details. Events reported via: 2210968-2022-10442, 2210968-2022-10443, 2210968-2022-10445, 2210968-2022-10446

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2022 and suture was used. During the procedure, 5 sutures for a single case as the needle came of the sutures on every one of them after 2 bites. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the code is 10-0 vicryl v960g. Lot scmqde. Outcome: the pt had prolonged surgery, was very anxious , hyperventilate and ended with supracharoidal haemorrhage . Her vision us now worse than preop. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Was the procedure completed successfully? How long was the surgery delayed due to the 5 needle pull offs? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the post-operative care changed due to this event? Please specify. Was the anxiousness and hyperventilation related to the pull off suture needle event? If yes, please explain. How is the patient¿s vision now? What is the patient's current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Was the procedure completed successfully? How long was the surgery delayed due to the 5 needle pull offs? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the post-operative care changed due to this event? Please specify. Was the anxiousness and hyperventilation related to the pull off suture needle event? If yes, please explain. How is the patient¿s vision now? What is the patient's current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? If so, please provide the return date and tracking information. No further information and products have been disposed of by account nothing to return.